Manufacturer narrative:
The device was serviced on-site by a field service technician. Functional testing and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The f-38 alarm was identified during functional testing. The reported issue was verified. The cause of the condition was determined to be damaged force sensing resistors (fsr). The fsrs were replaced to resolve the reported issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f-38 (malfunction in tube misloading detection circuitry) alarm. This occurred before use. There was no patient involvement. No additional information is available.